Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation is complete. Nothing was found in the event history, device history, and service history reviews that would cause or contribute to the reported problem. Unrelated issues were found during the device analysis and were repaired during servicing. The device passed all check and calibration tests after the device was repaired for the unrelated issues. Upon completion of the investigation, the reported issue of an increased intra-peritoneal volume (iipv) event was verified by the drain volumes, and the cause identified to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had drained a volume meeting increased intraperitoneal volume criteria during use on the homechoice (hc). The hp indicated the drain volume (dv) equaled 1990 during drain five of five and the technical service representative (tsr) then assisted the hp to perform a manual drain. The hp drained an additional 1291ml. The fill volume (fv) equaled 1900ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.